Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as a laser or high-frequency device) was used without ensuring a sufficient distance from the tip which cause a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the subject device had exhibited c cover burns. There was no patient involvement.